Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot#: 20075475. D.4. Medical device expiration date: 7/7/2023. H.4. Device manufacture date: 7/2/2020. D.4. Medical device lot#: 20076799. D.4. Medical device expiration date: 7/20/2023. H.4. Device manufacture date: 7/16/2020. H.6. Investigation: 4 samples were returned by the customer (3 for lot#: 20075475 and 1 for lot#: 20076799). It was reported that three smartsite extensions could not be primed with saline when connected to a saline flush and therefore not usable. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were connected to a 10 ml syringe and attempted to be flushed with at least 10 ml of a blue dye/water mixture. The sets were able to be flushed. The failure was unable to be replicated. A device history record review for model: 20039e lot number: 20075475 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model: 20039e, lot number: 20076799 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect / condition of flow issues - fluid blockage with lot#: 20075475 regarding item#: 20039e. A complaint history check was performed and this is the 3rd related complaint reported with the defect / condition of flow issues - fluid blockage with lot#: 20076799 regarding item#: 20039e. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA#: 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that smallbore 6 inch ext vlv was blocked. The following information was provided by the initial reporter: material no: 20039e, batch no: 200275475 provided. Not populating in materials grid. It was reported that three smart site extensions could not be primed with saline when connected to a saline flush and therefore not usable.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20076799. Medical device expiration date: 2023-07-20. Device manufacture date: 2020-07-16. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. The initial reporter also notified the FDA on 15 october, 2020. Medwatch report # mw5097023. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that smallbore 6 inch ext vlv was blocked. The following information was provided by the initial reporter: material no: 20039e batch no: 200275475 provided. Not populating in materials grid. It was reported that three smart site extensions could not be primed with saline when connected to a saline flush and therefore not usable.